Manufacturer narrative:
Additional information provided in a.2., b.7.d.9., d.10., h.3., h.6. And h.11. The lens was returned advanced just past the loading area in a company cartridge (not qualified). Inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed in front of the lens. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain was conducted with acceptable results. The lens was removed during cleaning. The lens dimensions were acceptable (plan view) using an approved template. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Company qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported issue appears to be related to a failure to follow the IFU. The 27.5 diopter lens is not qualified for use in the company cartridge. The diopter range for this lens model with the company cartridge is 10.0-25.0. The correct cartridge is indicated on the carton label and the lens case label. In addition, inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed in front of the lens. The IFU instructs: company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the intraocular lens (iol) was stuck inside the cartridge. Additional information was requested.